Event description:
During an arthroscopic rotator cuff repair (arcr) utilizing a healicoil sa pk 5.5mm w/3 ub-bl, cbbl, lt, it was reported that after insertion, when the surgeon pulled the suture, the anchor came out from the bone. The customer confirmed that the anchor was broken. The procedure was completed with a back-up device using another site, leaving the initial site empty. The site was prepped with an awl-dilator, 4.5mm, healicoil. The patient¿s bone quality was unknown. There were no reports of patient injuries or complications.

Manufacturer narrative:
Although anticipated, the device has not yet been received. (B)(4).

Manufacturer narrative:
Device evaluation: the 5.5 mm healicoil anchor with pieces of suture and small broken off coils was returned for evaluation. The complaint mode of ¿broken¿ was visually confirmed. Functional testing and dimensional verification were not possible. The patient¿s bone quality was unknown. Based on the information and the evidence provided, no root cause related to manufacturing can be established. No further action is required at this time.